Manufacturer narrative:
Due to character limitation in e1 the full event site address is (B)(6), china. Updated fields - b4, g3, g6, h2, h11. Corrected fields - e1(event site address).

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3 , h6 ( investigation findings , investigation conclusion, type of investigation), h11 corrected fields: b5 according to field service technician (fse) the device is no longer in use and has been replaced with another device. The customer is not currently repairing the device. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
It was reported that during use the cs100 intra-aortic balloon pump (iabp) had an occasional loop leak. There was no harm or injury reported.

Event description:
It was reported that cs100 intra-aortic balloon pump (iabp) had an occasional loop leak. There was no harm or injury reported.

Manufacturer narrative:
Due to character restrictions, event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.